Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient accidentally dropped the pump while completing a supply change after inserting a new cartridge and connector. The impact caused the connector piece to break, leaving a portion of the connector flush with the body of the pump, and the patient was unsure how to remove it. The agent advised that a new connector could be used to friction-drive the remaining connector body out of the threaded chamber port. This method was successful, allowing the damaged connector and attached cartridge to be removed so the patient could complete the supply change and resume normal pump use. The patient reported blood glucose levels remained within a nominal range at 114 mg/dl, and the lot number for the connectors was not available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.